Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support to reset the pump, and they were instructed to call back if the malfunction code recurred. The pump was confirmed to be operational, and the caller acknowledged the guidance provided.